Event description:
Device 3 of 3. Reference MFR report #: 1627487-2013-11434. Reference MFR report #: 1627487-2013-11435. The pt has four leads (two are the same model/lot) for off-label use. It was reported the pt is not receiving the proper therapy needed. As a result, the pt will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.